Event description:
A lead extraction commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to non function. The traction platform for the ra and rv leads is unknown; however, were removed successfully with no issues. A spectranetics lld ez lead locking device (lld ez) was inserted into the lv lead to provide traction. Beginning with a spectranetics glidelight laser sheath, significant lead on lead binding was encountered, heavier in the subclavian, superior vena cava (svc) junction, and near the tricuspid annulus. After progressing through these binding sites, traction was applied to the lv lead. The lv lead released from the heart and entered the glidelight, and was removed. Access for re-implantation was retained by advancing a terumo glidewire through the glidelight, and the glidelight was removed. At that time, the patient's blood pressure was slowly declining and not responding to medications. Rescue efforts began, including sternotomy and bypass. Once on bypass, the patient was stabilized, and a 1 cm perforation was discovered in the coronary sinus (cs)/ra junction. The perforation was repaired, and the patient survived the procedure. This report captures the lld ez providing traction within the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unk. D4): device lot number, expiration date, UDI unk. H3): the device was discarded, thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk. H6): perforation of vessels and cardiac perforation are known risks of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.